Manufacturer narrative:
The clinical analyst reviewed the questionnaire and the file. This information is as follows: the customer reported ¿the footswitch failed, had loss of irrigation, and a chamber collapse.¿ during phaco the footswitch failed despite being plugged in with the wire attachment. The surgeon stated (in a clarification): there was no pc tear and no dropped nucleus. The case was completed using the same system and he was able to "save" things, by injecting some viscoat. There was no harm to the patient. Surgeon would like the investigation results. The event occurred during the final quadrant removal. Review of the questionnaire revealed: the surgery was performed on a female patient with an unknown age. The surgery was performed on the left eye (os) (15 min surgery), with a temporal incision of 2.4mm. A ophthalmic viscoelastic (ovd) was used and the bi-manual ia (two-hand technique) was used. The phaco handpiece was used with an angled tip, above the iris plane. In the surgeons opinion the device caused the event and also stated ¿a routine surgery until ftsw failure.¿ the system operator¿s manual contains instructions for proper prime and setup. The system graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the iop or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye.¿ the customer called the company representative to assist with troubleshooting. The customer ordered a new footswitch. The footswitch was returned for evaluation. The system was manufactured on june 26, 2015. Based on qa assessment, the product met specifications at the time of release. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system contributed to the event. The footswitch was manufactured on may 27, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no abnormal conditions. The returned footswitch was paired with a calibrated system and found to meet specifications. The footswitch was then connected to the footswitch tester and found to meet specifications. The returned footswitch met all product specification. Therefore, the root cause of the reported event cannot be conclusively determined. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that the footswitch failed during a cataract extraction with intraocular lens implant procedure. A completed questionnaire was received. The surgeon stated the footswitch failed despite being plugged in with wire attachment. This led to loss of irrigation and chamber collapse. The case was completed using the same system. A viscoelastic was injected to prevent a posterior capsule tear and dropped nucleus. The patients symptoms have resolved.